Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement possible only to limited extent. Review of the system log file showed that geometry pc connection issues. The fse replaced the geo ippc. After replacement of the geo ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the geometry movement possible only to limited extent. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.